Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A minicap was returned and evaluated. A visual inspection noted a crack on the rim of the cap. The device was then functionally tested and failed the leak test due to a leak from the crack in the minicap. The device failed to meet product specifications due to a crack/leak. This condition of damage/leak was verified during evaluation, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, an additional minicap was returned determined to have failed evaluation due to damage/crack that led to a leak from that crack. There was no known patient injury or medical intervention associated with this event. No additional information is available.